Event description:
A malfunction alarm was reported, indicated by the malfunction code malf 9. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future use, ensuring the customer could continue using the pump without recurrence of the malfunction code.